Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes and further testing were recommended. Programming changes were made and the patient is doing well.